Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined during analysis of the programmer that the curser deviates from the stylus in the upper right of the screen and the upper case was broken. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.